Event description:
Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Pt reported defective device. Pt stated freedom pump broke during infusion. Pt stated she was just starting, turned the pump on, and it popped. Pump is not turning back on and the spring mechanism is not moving. Pt was not able to start infusion and had transferred 10 gms prefilled syringe to the to the 50 ml syringe already. Pt did missed a dose/have an interruption to therapy. It was not reported if the pt experienced any adverse event. The pharmacy is replacing the device. Unknown if the pump is available for return to the manufacturer. Pt was advised to not use medication beyond 8 hours after coming tomorrow. Unknown if md is aware. No additional information available. Device serial number and expiration are unknown as they were not provided.